Event description:
Related manufacturer reference number: 2017865-2021-28675. Related manufacturer reference number: 2017865-2021-28678. It was reported that a patient presented with an infection. On (B)(6) 2021 during procedure, the patient's pacemaker (pm) was explanted and replaced, the patient's right ventricular (rv) lead was capped and the patient's replacement pm had a set screw that couldn't be tightened. The replacement pm was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported inability to tighten set screw was confirmed in the laboratory. Visual inspection identified septum material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.